Event description:
Procedure: gastric bypass. According to the reporter: while using the device, it stopped cutting and shut off, stopped working. They removed the device and opened a new one to complete the case.

Manufacturer narrative:
(B)(4).